Event description:
The report from clinical study (B)(4) for patient with ID (B)(4) indicated that the procedure was coil embolization with cordis/codman and non-cordis/codman coil assisted with and enterprise vrd (enc452212/01422398) of the anterior communicating artery, and three days after the index procedure, an MRI revealed an asymptomatic cerebral infarction. The location of the asymptomatic cerebral infarction was the anterior communicating artery. During the event, the enterprise stent was patent, and was fully expanded, appose to the vessel wall and in a stable position. No action was taken. The procedure was conducted top treat the subarachnoid hemorrhage (treated by coil embolization on (B)(6) 2009) that enlarged and ruptured. However, there is no detailed information available regarding the procedure/treatment in 2009. The outcome of the event was "recovered without sequel." According to the physician, the relationship of the event to the procedure was highly probable and to the enterprise vrd was unknown. No product malfunctions were noted.

Manufacturer narrative:
Angiography performed during the procedure showed a ruptured saccular aneurysm with a neck that was 4.17mm, and the neck to sac ratio of 4.17mm: 4.13mm. The parent vessel size diameter proximal was 2.57mm and distally was 2.53mm. Mrs before the procedure was 0, one week after the procedure was 0, and one month after the procedure was 0. Antiplatelet therapy included aspirin 300mg/day: (B)(6) 2010, aspirin 100mg/day: (B)(6) 2010, clopidogrel sulfate 75mg/day: (B)(6) 2009, cilostazol 200mg/day: (B)(6) 2010. Heparin 5000u was administered intra-procedurally. The act was 120 seconds pre anticoagulation and 310 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 100% after the procedure. Prior to implanting to implanting the enterprise vrd products used consisted of a launcher guide catheter (medtronic, prowler select plus (mc) microcatheter (606-s255x/lot unknown), chikai guidewire (asahi intec). Other devices utilized during the procedure were and echelon mc (ev3), orbit coils (637cf0510/lo unknown, 637mf0410/lot unknown), and ed coils x4 (kaneka). No further information is available and procedural images are not available. Lr packaging l/n# 01421602. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01421602. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported via (B)(4) that three days post enterprise vrd assisted coil embolization of a previously coiled re-ruptured anterior communicating artery aneurysm (acom), an MRI revealed an asymptomatic cerebral infarction involving the acom. At the time of the event, the enterprise stent was patent, and was fully expanded, apposed to the vessel wall and in a stable position. No action was taken. It was reported that there is no information available regarding the previous coil embolization. The outcome of the event was 'recovered without sequel'. According to the physician, the relationship of the event to the procedure was highly probable and to the enterprise vrd was unknown. It was further reported that no product malfunctions were noted. The index procedure was conducted to treat a ruptured subarachnoid hemorrhage in a (B)(6) male which had been treated with coil embolization approximately 16 months earlier. It was reported that there is no information available regarding the previous coil embolization. Angiography performed during the index procedure showed a ruptured saccular aneurysm with a neck that was 4.17mm, and the neck to sac ratio of 4.17mm: 4.13mm. The parent vessel size diameter proximal was 2.57mm and distally was 2.53mm. The occlusion rate of aneurysm was 100% after the procedure. Heparin 5000u was administered intra-procedurally. The act was 120 seconds pre anticoagulation and 310 seconds post anticoagulation. The occlusion rate of aneurysm was 100% after the procedure. Antiplatelet therapy included aspirin 300mg/day: (B)(4) 2010, aspirin 100mg/day: (B)(4) 2010. Clopidogrel sulfate 75mg/day: (B)(4) 2009, cilostazol 200mg/day: (B)(4) 2010. Heparin 5000u was administered intra-procedurally. The act was 120 seconds pre anticoagulation and 310 seconds post anticoagulation. The occlusion rate of aneurysm was 100% after the procedure. The modified rankin stroke score before the procedure was 0, one week after the procedure was 0, and one month after the procedure was 0. No further information regarding the reported event is available and procedural images are not available. The enterprise remains implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01421602. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral infarction is a known potential adverse event associated with coil embolization and the implantation of the enterprise vrd as outline in the instructions for use. During interventional procedures, the devices are advanced and withdrawn through the arteries and in this case across the previously treated aneurysm neck. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries/aneurysm. Additionally, there have been studies showing evidence for a generalized strong activation of the coagulation and fibrinolytic system in patients with subarachnoid hemorrhage/ruptured aneurysms. Patient and procedural factors may have contributed to the event. Although based on the available information and as reported, the relationship of the enterprise and the event cannot be conclusively determined, there is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.